Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was already in hospital's intensive care unit due to an unknown reason when they experienced ventricular fibrillation. Interrogation revealed that the patient¿s implantable cardioverter defibrillator failed to convert the patient out of the rhythm. Patient required external defibrillation. Patient was also coded by the hospital staff. In addition device was noted to be undersensing some rhythms. No intervention was done to patient's device. Patient condition after the event was unstable.